Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer exhibited autonomous cursor movement after the software update and the programmer suddenly opened the model selection and initiated the program on the third attempt, approximately 30 seconds later. During incoming inspection no autonomous cursor movement was observed and the finger touch was functioning normally. It was noted that the lower hinge plate and upper hinges were broken. It was further noted that the lower hinges were worn out. The upper and lower bullets were broken. The antenna cables were damaged but was working correctly. The cooling fan was noisy. The stylus was non functional. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement after the software update. It was noted that the programmer suddenly opened the model selection and initiated the program on the third attempt, approximately 30 seconds later. There was no patient involvement.